Event description:
It was reported the patient felt no stimulation sensation. The patient fell 2 days prior, but was feeling stimulation since then. Then several days later, she suddenly did not feel it. The middle light was not showing. She had an appointment scheduled with the hcp the following week. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).